Manufacturer narrative:
Sample has not been received in time for this report. Investigation is incomplete at time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: the circuits are cracked and splitting down the seam, causing a leak after being placed on a pt. No pt injury reported.